Event description:
The complaint due to lack of insulin patency. Sometimes the insulin injection is possible only after usage of 3rd needle. The patient uses lantus and victoza, she uses the needles only once and has not noticed the needles bending at the needle tops.